Event description:
It was reported that the patient presented to the hospital for a pacemaker system explant and wide pocket debridement due to a pocket infection. The pacemaker was completely eroded, and both the right atrial (ra) and right ventricular (rv) leads had eroded through the device pocket. There were no allegations from the physician that the infection was related to abbott procedure and any abbott device. The pacemaker, along with the ra and rv leads were explanted and not replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.